Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 she experienced what she believed was an ¿electric shock¿ from her adc freestyle libre sensor. She noted she ¿felt it¿ and then her ¿fingers started to go numb as well as (her) hand, with bruising¿. Customer also noted a subsequent loss of consciousness. Afterwards she was ¿dizzy and weak¿ so she rested and then went to an emergency room. At the ER, customer was assisted in removing her sensor but no medications or medical intervention was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The device history review (dhrs) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2019 she experienced what she believed was an ¿electric shock¿ from her adc freestyle libre sensor. She noted she ¿felt it¿ and then her ¿fingers started to go numb as well as (her) hand, with bruising¿. Customer also noted a subsequent loss of consciousness. Afterwards she was ¿dizzy and weak¿ so she rested and then went to an emergency room. At the ER, customer was assisted in removing her sensor but no medications or medical intervention was provided. There was no report of death or permanent injury associated with this event.